Manufacturer narrative:
The insulin pump was received with rattling vibration during self-test due to adhesive not adhering. The insulin pump was also received with minor scratched display window, cracked battery tube threads and with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer heard a funny noise when the pump vibrates. Insulin pump will need to be replaced. No additional information provided.